Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2019 with sub-epithelial cells/epithelial ingrowth from a post enhancement procedure in the left eye (os) at post treatment. A flap lift and scrape/rinse were performed and a bandage contact lens was placed. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2016; right eye pre-op 20/20 1.75 x-.25 x 98; left eye pre-op 20/20 1.75 x -.50 x 95. Bcva from (B)(6) 2018; right eye post-op 20/20 -.75 x-.25 x 170; left eye post-op 20/25 -.50 x -.50 x 5. This report is for the femto laser equipment. A separate report will be submitted for the visx laser equipment.